Event description:
It was reported that the plastic threaded caps on 2 bd maxguard¿ extension sets broke off. The following information was provided by the initial reporter: "plastic threaded caps broke off on extension set. Second time in one week".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1-mar-2022. H.6. Investigation: a sample was received and investigated by our quality team. The broken male luer end was immediately noticed and the customer's complaint was verified. The set was then visually analyzed under microscope to further understand the nature of the fracture and to possibly find a root cause. There was evidence of stress at the collar but due to this being an unusual issue, the manufacturing team was contacted to see if there was any further information that could be found. In a past complaint with this same material-bd r&d, product engineering and infusion disposables determined that the cracking and disintegration of the male luer can be caused by high amount of alcohol possibly from the use of alcohol cap/tip products. A device history record review for model me1110 lot number 21036777 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of broken/damaged component with lot #21036777 regarding item #me1110.

Event description:
It was reported that the plastic threaded caps on 2 bd maxguard¿ extension sets broke off. The following information was provided by the initial reporter: "plastic threaded caps broke off on extension set. Second time in one week"

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.